Manufacturer narrative:
Concomitant products: product ID 37083-40, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37083-40, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3587a25, lot # n199811, implanted: (B)(6) 2009, product type lead; product ID 3587a25, lot # n199811, implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
It was reported that "when it was cold outside, the battery drained faster." It was noted the patient had it at the same settings for when she was in a warm setting and had noticed this since 2009.